Manufacturer narrative:
Updated fields: b4, b6, b7, d5, d10, e2, g3, g6, g7, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer was dispatched to evaluate the unit. The fse checked the unit by connecting the ECG cable to the ECG. Sim card revealed that there was no ECG signal. The fse tried changing the ECG trunk cable and tested the cable again with the ECG simulator. The ECG signal was found to be normal. It was stated that the ECG trunk cable is faulty and the ECG trunk cable needs to be replaced. The quotation for cable assembly ECG trunk cable 5 lead was provided. The repair has not been completed as the fse is awaiting customer approval for the repair. Should the customer respond or provide the required approval at a later date the investigation may be re evaluated and processed accordingly.

Event description:
N/a.

Manufacturer narrative:
Initial reporter: (B)(6). Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a faulty ECG cable . No patient involvement or injury was reported.